Event description:
A gore excluder aaa endoprosthesis was implanted to repair an abdominal aortic aneurysm in 2006. During an initial intraoperative angiogram, the physician believed he had located the renal arteries and deployed a trunk-ipsilateral leg component just below the ostium of the arteries. However, during the final intraoperative angiogram, it was discovered that the renal arteries had been covered by the trunk-ipsilateral leg component. The physician unintentionally positioned the trunk-ipsilateral leg component just below the superior mesenteric artery and the splenic artery. The physician surgically repaired the aneurysm with a 16mm dacron graft. The patient tolerated the procedure. The physician does not believe that this event is device related.